Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd safetyglide¿ needle experienced device damage while still considered operable. The patient received unspecified medical intervention with the final outcome being unknown. The following information was provided by the initial reporter: these need to be logged in for trending and vigilance reporting only. Pulled from "health (B)(6) medical devices online databases. Unexpected medical intervention, no clinical signs symptoms or conditions, break.